Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2013 to evaluate the instrument. The fse observed a small leak from a small pin size hole in the aspiration/backwash line tubing on the blood sampling valve (bsv). The fse replaced the tubing which resolved the leak. Failure mode is related to a pin sized hole in the aspiration/backwash line on the bsv. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting a leak of an unknown amount of fluid from the secondary probe of the coulter lh 500 hematology instrument during start-up. The event occurred while troubleshooting a system lock-up issue. The leak was not contained within the instrument. The operator was wearing personal protective equipment (ppe) consisting of a laboratory coat, gloves, and protective eyewear at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous results were generated in connection with this event.